Manufacturer narrative:
Other text: h6 codes updated. No device returned for evaluation. Based on the available information, the most probable but unconfirmed root cause is an inoperable downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health impact and health evaluation codes updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has been experiencing issues with his pump the past two cycles. The pump was alarming downstream occlusion intermittently. There were no kinks and all clamps were open. The silver clamp bar was locked, so no additional troubleshooting was done. The patient was at the end of this treatment and was going to call the clinic. Though I didn't personally speak to patient, issue seems to be alarms goes off, infusion stops, resolves when powered on and off, then reoccurs in 30-40 min. No patient injury reported. No additional information available.